Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test on the insulin pump. Customer's blood glucose level was 149 mg/dl. Customer received the failed battery test and replacing the battery did not resolve the issue. Customer advised the alarm recurred and they declined to troubleshoot.